Manufacturer narrative:
Follow-up #1: date of submission 06/29/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/13/2015 with the following findings: a review of the pump¿s user settings showed that the audio bolus and advance bolus features were set to ¿off¿. A review of the bolus history indicated normal bolus deliveries; there was no evidence of any cancelled boluses. The keypad cover was undamaged and all keypad buttons responded normally to button presses. A rewind, load, and prime sequence was performed with no issues occurring. The audio bolus and advance bolus features were set to ¿on¿ and were tested. Audio, normal, ezcarb, ezbg, and combo boluses were all performed and all boluses were accurately delivered and recorded in the bolus history. The product was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump would not deliver a bolus. No additional information was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).